Manufacturer narrative:
As previously reported, the power supply was returned for analysis. Analysis was completed and the failure could not be confirmed. The bench test passed. Output voltage measured at 5.114 vdc, and was within specification. It was installed in a test system. And the system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. Codes b01, c19 and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: see b5. Psi lot: rev. 2 : s/n (B)(6). It was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Suspect the early termination was due to ps1 power supply needs adjustment or replacement. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv. H2, h3, h6: the psi was returned, but not analyzed. Codes b21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the only person in the room other than the patient was the radiographer performing the scan.

Manufacturer narrative:
The system was serviced in the field and ps1 was replaced. The system passed all tests and was performing as intended. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that during a 3d spin, the system terminated after approximately 40 shots. The system was immediately rebooted and the scan was completed as normal. Logs were later inspected. The patient was 3d scanned earlier in the case for navigation, the second scan was for screw placement verification which was the scan that terminated early. The reboot was done and the scan was completed less than five minutes after the failed scan. Verification was completed and the case ended on time and complete. The logs showed multiple tube arc errors and some inverter overload errors. After the reboot none of these errors appeared. There was a delay of less than one hour and no impact to the patient. Troubleshooting was done and due to the random nature of these errors the power supply (ps1) was checked and was found to initially boot up supplying 5.05v before dropping to 4.75v which was below the minimum supply levels. The low voltage would explain the errors being flagged up as sensors are unable to accurately track the generator performance with 4.75v. It was noted that the likely cause was due to the ps1 as power supplies have been known to fail after some time and the system was 2.5 years old and used regularly. As there should be no fluctuation in voltage, the next action was to replace the ps1.